Event description:
It was reported that the bd 20ml luer lok syringe was damaged with hole right on the barrel of the syringe. The following information was provided by the initial reporter: a hole right on the barrel of the syringe.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the molding process.

Event description:
It was reported that the bd 20ml luer lok syringe was damaged with hole right on the barrel of the syringe. The following information was provided by the initial reporter: a hole right on the barrel of the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.